Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient lost distal pulses in their leg during impella cp support. Due to the noted condition, plans were made to place a distal perfusion catheter and subsequently transfer the patient for ongoing support.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use referenced in the initial report is for the cp with smartassist. In section: ¿potential adverse events (united states). D4-updated model number.